Event description:
The dealer states the joystick is not keeping the time and date, there is also a delay on the joystick shutting off. The patient was using the chair. Home setting. (B)(4). No additional information.